Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed about fifteen minutes into the treatment. Blood was observed leaking from both the arterial and venous ends of the dialyzer, where the head caps meet the body. There was no visible damage or defect noted on the device, specifically at the identified leak locations. There were no alarms from the fresenius 2008t machine. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the treatment was paused and the patient¿s blood was returned. Estimated blood loss (ebl) due to the leak was less than 20 ml . The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) in the production of this lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed about fifteen minutes into the treatment. Blood was observed leaking from both the arterial and venous ends of the dialyzer, where the head caps meet the body. There was no visible damage or defect noted on the device, specifically at the identified leak locations. There were no alarms from the fresenius 2008t machine. Fresenius bloodlines were also being used for the treatment. After the leak was noticed, the treatment was paused and the patient¿s blood was returned. Estimated blood loss (ebl) due to the leak was less than 20 ml . The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.